Event description:
The manufacturer was made aware via an anonymous posting on a medical website that a reference was made that a patient developed status epilepticus after initial vns implant surgery. The anonymous poster stated this event was already reported to the manufacturer, but this event has been unable to be confirmed. The date of the event is unknown. The anonymous poster does not wish to provide further information.